Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to state an additional reportable malfunction found later during the inspection: the fibre bonding in the outer tube area was damaged, and the outer tube is deformed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the video cable is broken and therefore the image is not displayed, flickering every time. The most probable cause of the complaint is a cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope flickers every time it is connected to the video processor. There were no reports of patient harm.